Event description:
It was reported that the lead integrity alert (lia) and the patient alerts triggered, and the patient received inappropriate shocks due to noise on the right ventricular lead. The patient was hospitalized at the time due to unrelated medical problems, and received no cardiac or device care at the time. The lead remains in use. The patient is a part of the painfree (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.